Event description:
Patient developed blisters and swelling shortly after collagen injections. Physician has not diagnosed hypersensitivity and feels this may be vascular event that never led to necrosis. Physician prescribed valtrex orally. Patient has no known history of herpes, and prescription had no noticeable effect.